Event description:
It was reported that the patient had gone in for a routine pump replacement. The catheter was found to be not functioning/the catheter was not flowing. The catheter was replaced. There were no patient symptoms/injuries related to this event. The patient outcome was reported as ¿alive - no injury/no adverse event¿. The pump was delivering lioresal.

Manufacturer narrative:
Concomitant product: product ID: 8703w, lot# l37848, implanted: (B)(6) 1996, product type: catheter. (B)(4).